Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements one day post implant. The lead was observed to be dislodged. The patient was pacemaker dependent. An invasive procedure was performed. The lead was repositioned successfully without incident. No additional adverse patient effects were reported.

Event description:
Additional information was received that indicated during a routine follow up approximately three weeks later, this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). An invasive procedure was performed. The lead was explanted and upon removal, tissue was observed in the helix. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. No tissue was observed in the helix mechanism. Visual observation noted the presence of set screw marks on the lead terminal pins, the helix was extended and dried blood/body fluid was noted in the helix housing, the insulation was torn/separated at the proximal end of the proximal spring electrode and the proximal spring was stretched. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the helix mechanism test due to the presence of blood/body fluid. However, the helix was observed to be functional when the blood/body fluid was loosened from the mechanism.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.